Manufacturer narrative:
As the customer explicitly reported a failure of the openlock mechanism of the skull clamp ("locking mechanism failed resulting in the dual pin holder on the c-clamp to come loose dropping the patients head"), this feature of the device in particular was carefully inspected. No deviations could be identified in the feature affected according to the customer feedback. The mechanism in question is fully functional. It is not assumed that the deviation (measured pin force of the device's torque screw below specification) found within this investigation did contribute to the incident described. As no causal link could be established between the device sent in and the incident described, it cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Additional information on this incident was requested. Any new information or findings will be presented in a follow-up report upon receipt.

Event description:
Distributor informed us on (B)(6) that one of our products was involved in a case in which a laceration occured.